Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination revealed the balloon to be wrinkled. Functional testing was performed by inflating the balloon with water, via the indeflator; a pinhole-type leak source was noted, 1.3 cm proximal to the distal tip. Electron optical analysis performed on the balloon leak site revealed evidence of external surface abrasions that intersected the pinhole edges. Although the exact cause for the balloon damage could not be determined, it appears that the balloon was exposed to an unidentified source of abrasion. A lot history review revealed that no other complaints of this nature have been received for the products from this sterile lot number.

Event description:
The balloon ruptured within a calcified right coronary artery lesion and a dissection was noted.